Event description:
It was reported that a patient's implantable cardioverter defibrillator recorded an atrial tachycardia event as ventricular tachycardia. The patient said they felt pain in their arm, but they were not shocked inappropriately. The physician told the patient to call if their pain came back, but they have not reported anything and no intervention is planned. The patient was stable.